Event description:
The customer reported on (B)(6) 2010 that the unit delivered the incorrect amount of energy. There was no report of patient impact or involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.